Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus france (ofr). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: filamentous fungi (2cfu / 100ml). Suction channel: staph pasteuri (1cfu / 100ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus france (ofr). For evaluation. In the evaluation of ofr the following was confirmed; -bending section rubber adhesive floated ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. -all channels: bacillus spp. And mesophiles (the total cfu of the bacillus spp. And mesophiles is 3 cfu), micrococcaceae (3 cfu) the testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.